Event description:
On (B)(6) 2026, it was reported that (B)(6) returned a silent nite 3d device because the anchor broke. Additional information received reported that the 46-year-old female patient did not suffer any injury and did not require medical intervention. The date of event was reported as (B)(6) 2026 but it is unknown if the reported event occurred while the patient was sleeping. The patient stopped using the device the day it broke.

Manufacturer narrative:
The reported device has not yet been received. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #:(B)(4).